Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/shortness of breath while using the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on august 20, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing//shortness of breath related to continuous positive airway pressure (CPAP) device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observedboth sides of the blower box had foam that looked like they had moisture. Black particle contamination on the top enclosure and bottom enclosure was consistent with degraded sound abatement foam. Blower box had small pieces of degraded sound abatement foam laying inside of it. Tiny black particles on the front panel were consistent with degraded sound abatement foam. And the secondary findings include black contamination, consistent with keratin, at the air outlet of the blower box, consistent with unknown white dust like contamination was on top of the blower motor and the blower motor seal. Brown dust like contamination was on the top enclosure and the bottom enclosure. Unknown white dust like contamination was on the blower box lid. Confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) confirm the presence of degraded sound abatement foam, the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer confirm the presence of degraded sound abatement foam and was unable to confirm the complaint and address the patient's symptoms.

Manufacturer narrative:
Additional information was received on apr 04, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the alleged visualization of particles.